Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube window, cracked reservoir tube and loose/shifted end cap sticker.

Event description:
Customer reported physical damage on her insulin pump. Customer stated that the reservoir compartment is damaged and there are pieces coming off and this causes the reservoir to get out of the insulin pump while she sleeps. Blood glucose is 216mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.